Event description:
It was reported that during previous pt care, this unit worked intermittently where the lifeband would not size down. No adverse event reported.

Manufacturer narrative:
Reported complaint of "unit worked intermittently where the lifeband would not size down" was not confirmed. Platform ran for 30 minutes and worked as expected. In addition, the load cells were tested; they were functioning properly. Platform passed final test. No adverse event reported.